Manufacturer narrative:
When completed, the evaluation summary will be submitted in a supplemental report.

Event description:
Upon impaction of the femoral component the triathlon femoral impactor extractor broke. The lug attaching the arm to the body of the instrument came out.

Manufacturer narrative:
The event could not be confirmed nor the root cause of the reported event determined due to the minimal information received. No further investigation for this event is possible at this time as no devices and insufficient information was received by stryker orthopaedics. If devices and / or additional information become available, this investigation will be reopened.

Event description:
Upon impaction of the femoral component the triathlon femoral impactor extractor broke. The lug attaching the arm to the body of the instrument came out.